Event description:
It was reported that during an unspecified surgical procedure code f104 program flow error was observed on the console and the system could not advance. The procedure was canceled. There were no patient complications reported. This report is being submitted due to the canceled procedure.